Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for implant of system. It was noted that cross talk on the device was observed. The device was oversensing. The device was programmed but oversensing was still observed. The lfa filter was turned off which resolved the oversensing issue. The filter will remain off and patient will continue to be monitored. The patient was stable.